Event description:
Reportedly during the f/u on (B)(6) 2011, the physician observed that oversensing episodes were recorded in the device memory of the associated ICD. The physician asked for an explanation. (B)(4).

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.